Event description:
Berlin heart 10cc pump was changed out electively. Shortly after change out some moisture was noted on the edge of the pump. Berlin heart was contacted and 10cc pump was changed out again. No harm was caused to patient in process. Berlin heart pump will be sent back to berlin for analysis.